Manufacturer narrative:
Mw5167845 is related to mw5167844.

Event description:
Voluntary medwatch received states that right atrial lead exhibited unspecified over-sensing and under-sensing. No intervention was performed. There were no patient consequences.